Event description:
It was reported the set was primed by gravity, after 2-3 mins. Of initiating a zosyn infusion, the device alarmed for occlusion alarms. The rn disconnected the tubing from the hub and flushed the PICC line. After ensuring the IV was working appropriately, the user open the door to the device and noticed a bulge in the silicone segment.the customer stated that there was no patient harm.

Manufacturer narrative:
The customer¿s report that there was a bulge in the silicone segment was confirmed. Visual inspection of the set noted that the silicone segment tubing had a bulge (.8065 inches long, .4980 inches wide), discoloration, and was weakened just below the upper fitment. No other anomalies were observed. Functional testing resulted in liquid flowing freely with no issues observed. The set was loaded into a lab pump module device. The primary infusion was programmed at a rate of 120ml/h and vtbi 120ml for 1 hour. No alarms or any other issues were noted by the device. A bulge/ balloon was observed in the silicone segment. The balloon is cause by excessive pressure within the silicone segment. The root cause for the source of the excessive pressure was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient demographics requested however customer declined.

Event description:
It was reported the set was primed by gravity, after 2-3 mins. Of initiating a zosyn infusion, the device alarmed for occlusion alarms. The rn disconnected the tubing from the hub and flushed the PICC line. After ensuring the IV was working appropriately, the user open the door to the device and noticed a bulge in the silicone segment. The customer stated that there was no patient harm.